Manufacturer narrative:
(B)(4) follow up: a report was received indicating the presence of a foreign material, gel-like in appearance, on the needles and within the needle caps. To support the investigation, a report containing seven photographs, along with one additional photograph, was submitted for evaluation by the quality team. The report documents a needle assembly with a plastic shield and includes magnified images of the needle, which appear to show the presence of a lubricant. Additionally, the report features a chart; however, it does not include any percentage match data. The additional image depicts a needle assembly without its packaging blister or plastic shield. A substance resembling lubricant is visibly adhered to the needle; however, confirmation of this condition would require examination of the physical sample. No additional defects or irregularities were observed. A device history record (DHR) review was conducted for material number 305211, lot 4064631. The review found no quality issues during the production of this lot that could be linked to the reported condition. Additionally, there were no associated quality notifications. All manufacturing processes and final inspections were performed in accordance with specification requirements. Based on the photographic evidence, the customer-reported observation is confirmed. However, in the absence of the physical sample, it is not possible to determine a probable root cause.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Description: ¿the hospital has reported that ¿there were a foreign material, similar to a gel, that were found on the needles as well as in the needle caps¿. No further information currently available; however, has been requested. It is unknown whether several or only one single needle is affected. Was the device being used in/on patient when the issue occurred? The issue was detected when the needle cap was removed, prior to use. The needle was never in touch with the vial or anything else. The needle was not used. Was patient or user harmed? If yes, please explain needle was not used. Was the hcp present when the issue occurred? Yes. Could you please provide a date of event? The event occurred on 14-may-2025. Please confirm the number of products affected. Only one needle was affected. Further folding boxes of the product have been used in the meantime (batches unknown) but no additional affected needles have been detected (information provided on 22-may-2025).

Manufacturer narrative:
(B)(4) follow up: a report was received indicating the presence of a foreign material¿gel-like in appearance¿on the needles and within the needle caps. To support the investigation, one photograph was submitted for evaluation by the quality team. The image depicts a needle assembly without its packaging blister or plastic shield. A substance resembling lubricant is visibly adhered to the needle; however, confirmation of this condition would require examination of the physical sample. No additional defects or irregularities were observed. A device history record (DHR) review was conducted for material number 305211, lot 4064631. The review found no quality issues during the production of this lot that could be linked to the reported condition. Additionally, there were no associated quality notifications. All manufacturing processes and final inspections were performed in accordance with specification requirements. Based on the photographic evidence, the customer-reported observation is confirmed. However, in the absence of the physical sample, it is not possible to determine a probable root cause.